Event description:
Two patients had positive results for toxoplasma igg tested with lot # 378. The first sample was sent to a reference laboratory where they reported negative results. Both samples were retested with lot # 379 and they were negative. It is unknown if the initial results were reported to physicians.

Manufacturer narrative:
The initial MDR 2432235-2012-00158 was filed on 5/26/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Manufacturer narrative:
Reagent was replaced with a different lot of the same producer. The results are reliable with the new lot on the same instrument. Siemens is investigating the cause for false positive results with lot 378.